Event description:
On (B)(6) 2009, the patient stated that both the up and down buttons on the infusion device are failing. The patient stated that there were times when he bolused 20 units of insulin and was unable reduce the amounts. The patient then ate more food to compensate the 20 units insulin that was bolused unintentionally. The infusion device has not been exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.